Event description:
It was reported the vns device showed high impedance upon interrogation. The patient was referred for surgery and a full revision occurred on (B)(6) 2015. The device was discarded at the hospital and could not be returned to the manufacturer for analysis.